Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome¿ rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the elevator of the duodenoscope was positioned accordingly, it was noticed that the cut wire was oriented in the wrong direction. The orientation was not incorrect when the tip of the device first exited the scope, prior to bowing or cautery. Reportedly, there was no tortuous anatomy impacting scope positioning and no visible damage to the device after the issue occurred. The procedure was completed with a second dreamtome¿ rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.